Event description:
During the evaluation, a baxter technician discovered a colleague infusion pump with the condition of failure code 810:03 on ch c, which interrupted delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 6.12.00.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.